Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered and inappropriate shock causing the patient to fall and break both of their knees. Patient has a history of slow ventricular tachycardia. Programming changes were made to extend the duration criteria. Device remains in service. No additional adverse patient effects were reported.